Event description:
The device was used in a fourth degree hemorrhoid procedure and it fired an incomplete staple line and it was difficult to remove. The surgeon converted to a conventional surgery to repair the incomplete staple line.